Event description:
The pt was placed in a bed enclosure and later that day was found on the floor with a compound fracture of the right ankle. The pt also received a small laceration on the head. The pt was sent to the hospital the customer reported that the pt had ripped the zipper apart and had opened the access panel before falling out. The zippers were attached at the top of the canopy and were properly zipped, but the zipper itself had separated.

Manufacturer narrative:
Zipper pulled apart, a posey company rep visited the site and inspected the bed. There was no damage to the zipper in the area believed to be pulled apart by the pt. The unit appeared to be in good shape. The company rep took photographs of the bed. The pictures showed that the windows were installed inside-out, the zipper insert pin was not fully seated, and the side-rails were in up position. The product labeling states that side-rails must be in down position. Based on review of the photographs, the most probable root cause of the zipper failure was the insert pin was not fully seated. The installation of the windows inside-out may also have been a contributing factor. The customer declined to return the unit to j.t. Posey company for further investigation.